Event description:
It was reported that pump battery would not charge and caller saw power source alert on pump. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of tandem charging cable and wall adapter, tried leaving wall adapter plugged into working outlet for at least 30 minutes, and pump began charging using original charging supplies without pump shutdown or loss of function, so no further assistance was required.